Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with high and out of range high voltage lead impedance. Programming changes were made. Issue was resolved as no further remote transmissions were received after the changes have been made. Patient was asymptomatic.